Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01, ipg, (B)(6) 2014. (B)(4).

Event description:
It was reported that approximately three weeks after implant the patient developed bacteremia. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.